Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented through merlin.net transmission, non-sustained rv oversensing alert due to post-paced t-wave oversensing was observed on stored egm. Suggested programming changes will be made during patient's next in clinic visit.

Manufacturer narrative:
Correction: manufacturer report 2938836-2016-05285 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).